Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the nozzle was confirmed. Based on the results of the investigation, it was reported that the black solid material was confirmed via component analysis to be silicone rubber. Silicone rubber is used for packing of air/water-valve, water tank port, joint of injection tube, etc. The rubber may have deteriorated, its fragment possibly entered and led to clogging. However, olympus could not specify cause of the event. It was uncertain if eprocessing was conducted in accordance with the instruction for use (IFU). It was confirmed that the nozzle was not deformed. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.